Event description:
A customer reported that the clenz (cleaning reagent) was leaking out of the probe wash hardware area on coulter lh500 hematology analyzer each time the instrument was put in manual mode. The customer was wearing personal protective equipment consisting of a lab coat, eye protection, and gloves. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
When customer service technician (cst) contacted customer, the problem had been fixed. A tube had popped off and technician reconnected it to resolve the problem. Service request was cancelled per customer's request. The exact location and cause of the leak could not be determined with the provided information, and the root cause of the leak is not known. The leaked fluids possibly associated with this event are blood, diluent and cleaning reagent (clenz). (B)(4).